Event description:
It was reported that a patient enrolled in the (B)(4) study experienced diaphragmatic stimulation from the left ventricular (lv) lead. Interrogation of the device revealed high thresholds and evidence of phrenic nerve stimulation. Possible dislodgement was also reported. The lv lead was surgically removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.